Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient alleged there was inaccurate reading, however no bg/cgm was provided. The patient went to the emergency room (reason for going to the ER was not specified). At the ER, the patient¿s cgm was reading 127 mg/dl and the bg meter was reading 649 mg/dl. No patient symptoms were reported. The patient was diagnosed with diabetic ketoacidosis and treated with insulin. The patient was discharged home 2 days later. The patient was in stable condition at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to going to the ER. The reported glucose values fall within the d zone of the parkes error grid when the patient was admitted to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.